Event description:
An endurant stent graft was intended to be implanted during the endovascular treatment of an aortic ulcer. It was reported that during the index procedure after the tip was inserted into the patient, the stent body could not be inserted. The delivery system was withdrawn and creases were seen on the delivery system. 2 additional endurant stent grafts were implanted to treat the ulcer. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported positioning difficulties and deformation could not be confirmed from the pre-implant films provided; therefore, the cause of the events could not be determined. Procedural angiograms showing positioning attempts were not available for review. It is unknown if the presence of a previously implanted stent graft in the abdominal aorta may have been a contributory factor. Analysis of the returned films did not reveal any anatomical characteristics that could have contributed to the reported events photo evaluation summary: two (2) images were received. The device identification on the shelf carton label matched that on gch. Bunching was visible on the graft cover at the stent stop. The reported positioning difficulties and deformation in-vivo were confirmed through image review. B5; additional information received: it was confirmed that the device was inspected prior to use and no creases were noted in the delivery system. The vessel anatomy did not contribute to the creases on insertion. It could not be confirmed if extra force was used during insertion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device returned with the external slider in the home position. A severe kink was visible on the graft cover between the end of the stent stop cup and the distal end of the stent graft. A gap was visible between the graft cover tip and the taper tip. There was no further deformation evident to the device. The reported positioning difficulties and deformation in-vivo were confirmed based on the analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.